Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that on (B)(6) 2014 at approximately 4:00pm he "felt cold, sweaty, and dizzy". Customer's wife called the nurse and customer was advised to take a teaspoon of syrup/sugar. Customer self-presented to the emergency room and upon his arrival, he was diagnosed with hypoglycemia and treated with an unspecified medication "to bring his sugar up" via intravenous infusion. There was no report of death or permanent impairment associated with this event.